Event description:
It was reported to philips that the radiation was non functional due to a generator error. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for a planned (non-emergency) vascular procedure could be completed as planned by restarting the system and disconnecting the system from the main power supply. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found there were x-segment controller (xsc) errors, and this may be because of abnormalities in hospital mains. To resolve the reported issue, the fse replaced the xsc certeray and performed necessary adjustments and calibrations, including the adaptation of the lamp. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to radiate due to a shortage of power from the mains, resulting in xsc generator errors. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.